Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, the load after coupled in the stapler does not dispose. It was reported that the stapler locked, not allowing the load to be fired. The reload was replaced to complete the case. There was no patient injury.